Manufacturer narrative:
On (B)(6) 2021, the clinical representative was present at a patient's follow-up appointment at the implanting clinician's office for an unrelated hip injection. During the follow-up appointment, the patient complained to the implanting clinician about discomfort in her leg. Upon examination, the implanting clinician noticed the coil pocket area was oozing. The implanting clinician cleaned the area with saline. The implanting clinician stated that the implant site did not look infected, but the wound is healing very slowly. The implanting clinician sent cultures for evaluation, and the results were negative for infection. The implanting clinician prescribed topical antibiotics. The patient is receiving good relief from the device. The patient disclosed getting pedicures in which the leg with the implant site has been rubbed. Based on this information, the infection was not confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the infection is due to patient noncompliance with post op care - user error. Design fmea for stimq (B)(4) and hra for stimq (B)(4) was reviewed and infection is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required. Mdrs are tracked and trended as part of management review. In addition, wound not healing is listed as a known adverse event in the instructions for use (05-20200). Stimwave's global infection rate: (B)(4). Stimwave's global wound not healing rate: (B)(4).

Event description:
On (B)(6) 2021, the clinical representative was present at a patient's follow-up appointment at the implanting clinician's office for an unrelated hip injection. During the follow-up appointment, the patient complained to the implanting clinician about discomfort in her leg.